Event description:
A large subcutaneous collection of csf was found around the valve. During surgical revision, fracture of the proximal connector was identified. The product was implanted on 04/26/95 and revised on 10/05/96.

Manufacturer narrative:
Visual examinatin revealed that the inlet connector was broken off at the base/connector junction. It is possible that the connector may have been broken during implantation of the shunt.